Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the sterilization paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The sterilization paperwork was reviewed and met all release criteria. Please note this event was previously reported for the gore excluder aaa endoprosthesis under medwatch# 2017233-2010-00472.

Event description:
On (B)(6) 2005, the pt was implanted with the gore excluder aaa endoprosthesis and two gore tag thoracic endoprostheses. On (B)(6) 2010, the gore excluder aaa endoprosthesis were explanted due to an infection and a type I endoleak. It was reported that there was an infection in the thoracic arch; however, the tag devices were not explanted.